Event description:
It was reported that pump experienced malfunction 12. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently and continued to use current pump with plan to use alternate insulin method if necessary, while technical support arranged shipment of replacement pump under warranty.